Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no complications were reported post procedure. The patient has not contacted the physician's office or returned to any follow up appointments. All other information is unknown and unavailable.

Manufacturer narrative:
The physician reported the patient's age to be (B)(6). The event date is unknown.